Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing "high" blood glucose (bg) levels on the continuous glucose monitor (specific bg value was not provided). Cause was not known. A correction bolus was delivered, a manual injection was administered, and a supplies change was completed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that pump's alarm sound was not annunciating. Reportedly, customer continued to use the pump for insulin therapy.